Event description:
It was reported the patient was getting money out of the atm and then got shocked for t wave oversensing. The patient was not exerting or doing anything strenuous. The device and lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(4) 2011 under manufacturer report number 2649622000-2011-13551; however, the incorrect suspect medical device was reflected and as a result the report required redaction (which was completed on 18nov2011). Accordingly, this report should be regarded for this reportable complaint.